Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station got rebooted due to the refrigerator being not detected on the bus. A field service engineer performed a troubleshoot and visual inspection, which identified a loose ethernet connection, reseated the connection and resumed testing, with no further issues observed. The user then verified proper operation, including system access and accurate inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station got rebooted as the refrigerator was not detected on the bus. The customer tried to unplug and turn off the machine, but the issue persisted. However, there were no delay or adverse events or injuries reported based on this event.